Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the lifevest. The patient's physician prescribed the patient benadryl. Follow-up indicated that the rash had improved.